Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
The tip of the fiber broke off.

Event description:
The tip of the fiber broke off.

Manufacturer narrative:
Analysis of the fiber revealed a fiber with a missing distal tip. The customer indicated, "after one minute of laser the tip broke off of laser fiber". While evidence shows that the break occurred while no energy was being transmitted through the fiber, it is likely that the tip was pushed with too much force against a body structure likely resulting in the distal tip breaking. It could also be hypothesized that the tip broke off due to mishandling while setting up for a procedure. In addition, the successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. Dornier fibers are fragile and must be handled with utmost care by the user.